Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 31668234l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During cardiac ablation procedure with a qdot micro catheter, the patient experienced cardiac block/av (atrioventricular) block treated with isoproterenol and the heart rate was maintained in junctional rhythm. It was reported that during cardiac ablation with qdot catheter, the pvc (premature ventricular contraction) originated adjacent to his, and no obvious his electric potential was observed while checking the electric potential prior to the ablation. During the ablation, av block/cardiac block occurred. The ablation time was nine seconds. The conduction did not recover thereafter. Isoproterenol was administered, and the heart rate was maintained in junctional rhythm. Then, the patient returned to the room. The physician assessment of the health problem was non-serious (moderate/minor). There was extended hospitalization. The cf (contact force) monitoring methods were real time graph, dashboard, vector, and visitag. The coloring setting for visitag was tag index. The additional filter used for visitag was fot (force over time). The physician's opinion on the relationship between the event and the product was that the cardiac block occurred although there was no obvious his electric potential. No abnormalities observed prior/during use of the product. Ngen generator and pump was used for the procedure. In the aftermath of this event, the patient's condition improved. They seemed to recover from transient av block but remained unstable due to recurrent av block, so a leadless pacemaker was implanted on (B)(6) 2025. The patient was discharged from the hospital on (B)(6) 2025.